Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn: (B)(4)) failed load cell characterization test due to defective load cells. The cracked cover, and defective load cell were likely attributed to mishandling such as a drop. Visual inspection was performed and found cracked/damaged front enclosure, as a result of mishandling such as a drop. The front enclosure was replaced to address the physical damage. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that both load cells were out of specification. The defective load cells were replaced to remedy the issue. Review of the archive data showed multiple fault code 42 (force overload tripped) error messages to have occurred on april 8, 2020. Probably, the defective load cells had resulted in intermittence occurrences of the fault code 42 error messages. Based on the archive, the error codes were cleared by the user. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per autopulse user advisory list, fault code 42 error message alerts the load cells have detected too much force is being applied. This typically occurs as a result of a hardware, or software issue, bad battery or with a low charge status, damaged load cells, or if the patient's chest is too stiff. This error message can be cleared when the user press restart. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed, and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned for preventive maintenance (pm). During functional testing, the autopulse platform failed the load cell characterization test.

Manufacturer narrative:
Section b3 (date of event) was updated. Section g3 (date received by manufacturer) was updated. Section h6 (adverse event problem; type of investigation) was updated (code added).